Manufacturer narrative:
Determined that 4fvb-2 was assembled incorrectly. The m6x20 and m6x14 bolts were installed in the incorrect locations which resulted in an insufficient connection between the support beam and the base.

Event description:
Skytron authorized representative submitted a complaint on (B)(6) 2026 describing an incident where a 4fvb-2 monitor bracket detached from the vertical support tube. Per the details provided in the complaint report, there were no injuries to patient or staff as a result of the incident.